Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer experienced an occlusion alarm. The customer changed supplies to resolve the issue. The customers blood glucose level was 201 mg/dl.